Event description:
It was reported that the surgery almost failed because both preloaded toric intraocular lenses (iol) used in a patient surgery had issues. There were problems with pulling up the lenses, the haptics were contorted. Reportedly the surgeon almost had to change to a non-toric lens. The surgeon finally managed due to her experience to implant the lens. Through follow ups we learned that the issue with both lenses was that the iols did not advance because the haptics did not fold/retract. The lens captured in this report was implanted. No further information was provided. A separate report is being submitted for the initial lens (sn (B)(6) ), which had the same issues, but had no contact with the patient.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.